Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter placed on (B)(6) 2016 in a (B)(6) female patient had a hole at the connection of the catheter hub resulting in leakage. The catheter was removed and a replacement total parenteral nutrition catheter was placed. According to the initial reporter, the patient did not experience any adverse effects due to this

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use, specifications, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.